Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e801 module. Initial result: 546 miu/ml. Since a miscarriage was suspected, the sample was then repeated. 1st repeat result: 10000 miu/ml with a data flag. 2nd repeat result: 60267 miu/ml, and it was considered a good result.

Manufacturer narrative:
The e801 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
During the evaluation, it was confirmed that the preventive maintenance for both measuring cells, the syringe seals, and the gear pump head was overdue. The field service engineer performed the preventive service maintenance. Qc was performed, and it was within the range. No further issues were reported afterwards. The root cause was traced to maintenance.